Event description:
It was reported that noise with oversensing was observed on a riata right ventricular (rv) lead. Four events were observed in a year. Secure sense was programmed on. The rv lead was to continue being monitored. The patient was stable.

Manufacturer narrative:
Correction: correction to unknown serial number and unknown patient information.section a - a1, a2, a3 and date of birth updated due to identified serial number.section d4 - additional device information: serial #, model #, lot #, expiration date, UDI, date of implant, updated due to updated serial number.section h5 - device manufacturing date updated.